Manufacturer narrative:
The expanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation and was having frequent ipg charging. It was also reported that the patient was experiencing shocking sensations when sitting whether stimulation was on or off. The patient underwent an ipg replacement procedure. The physician did not suspect device malfunction. The patient was doing well postoperatively.